Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes output anomalies and no capture when the device was connected to leads.